Event description:
Customer reportedly obtained results of 77mg/dl, 79mg/dl, 48mg/dl, and 67mg/dl on the advantage system within 10 minutes. Customer drank milk in response to results. No adverse event reported. Requested return of suspect system, and replacement was sent.